Event description:
Consumer reported burning sensation, raised rash, blisters in vaginal area. Symptoms abating. Contacted healthcare provider. Treatment of valtrex.

Manufacturer narrative:
No valid lot number was provided. A review of the complaint data revealed no significant adverse trends for complaints of this nature involving this product. Complaint trends will continue to be monitored.